Event description:
It was reported that during a coronary treatment procedure involving a 90% stenotic lesion in the lad, the maverick balloon was found to be ruptured at prep. The device did not have contact with the patient's body. The maverick balloon was exchanged for a like device. No patient injuries or procedural complications were reported. Patient status is reported as "ok". No further information is available at the time.